Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous posterior lateral artery. The 1.5x12mm mini trek balloon dilatation catheter failed to cross due to anatomy. Resistance was met during removal with anatomy. A different balloon was used to successfully cross. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.